Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer has recently lost 22 pounds since november when she was hospitalized for respiratory problems. Time and date of the hospitalization was not provided. Customer has also lost 22 pounds in the last three months possible due to a congestive heart failure that the customer suffered from. The customer was assisted with trouble shooting and found that the customer's insulin pump works as designed. The customer was advised to contact their health care provider to find out what was causing the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.